Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of the investigation performed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation found the display screen dim and discolored. Unrelated to the display issue, the keypad was found to be torn. Evaluation revealed that all keypad buttons were responsive. There was no evidence of keypad contamination under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.